Event description:
It was reported that the customer experienced 3 issues with the autopulse platform. Customer received a call for a cardiac arrest patient. Manual CPR was initiated for 10-15 minutes by the crew until the patient got into the unit. Patient achieved ventricular fibrillation (v-fib). The autopulse platform was deployed. The first issue experienced was with the lifeband needing to be reset. He indicated that if the platform is stopped, it would run for a minute and then display "pull up lifeband." This occurred 3 separate times while the patient was not being moved. Customer quickly reset the platform and continued compressions without reverting to manual CPR. Patient was transported to the hospital. Patient had return of spontaneous circulation (rosc) at the hospital. The second issue occurred when customer pressed the button twice to take the platform out of 30:2 mode but the whole screen blanked off and on. The platform then prompted the customer to reset the lifeband again. The third issue occurred after the platform was used for 30-40 minutes in the hospital. The platform displayed "low battery;" however, the battery charge icon showed that it still had half a life left. When customer turned the platform off and back on, it ran for another 15 minutes before customer turned it off. After the autopulse usage, manual CPR was performed. Customer stated that 8-10 hours later, patient's family stopped life support efforts and the patient passed away.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: investigation was not able to confirm the reported issues. The customer reported 3 issues with their platform. The first issue was with the lifeband and the second issue was with the screen blanking off. Both of these reported issues were not confirmed during service. The platform was run using the test battery and a manikin, and the platform did not encounter any problems. The third issue was with the platform stated battery was low but the platform's display showed the battery as half full. However, no batteries were returned for evaluation. In reviewing of the archive data, it shows that battery s/n (B)(4) was used for deployment on the reported incident date and this battery had voltage fluctuations through the sessions on the incident date. The review of the archive confirmed the reported issue of battery voltage fluctuations. The platform passed final test. Based on the additional information received from the customer, the autopulse platform did not disadvantage the patient since rosc was achieved and the platform ran for 30-40 minutes. The patient was alive for 8-10 hours before passing away. The platform functioned as intended.